Manufacturer narrative:
Block D2b Additional Pro Codes, NHL, PJS.Additional information was not provided despite good faith efforts.

Event description:
It was reported that the deep brain stimulation (DBS) patient passed away for an unknown reason. The attending physician did not have information regarding the cause of death.